Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/11/2015 with the following findings: evidence of cs-(B)(4) alarms observed in alarm history. A 24hr duration test was successfully completed with no call service alarms being duplicated. Removed pump cover; no evidence of internal moisture was observed. There was no damage to the transceiver flex or pcb was found. The complaint was confirmed in the pump history but not duplicated during testing. The battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.